Manufacturer narrative:
E1: initial reporter phone #: (B)(6). Investigation summary: bd received two photos for investigation. Evaluation of the photos indicated that blood had leaked past the stopper and the scale markings were partially missing. A total of 10 retained samples were tested with water, and none of the syringes leaked. Additionally, another 10 retained samples were visually examined, and no missing scale markings were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: leakage and printing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd preset¿ arterial blood collection syringe, one (1) device had no scale markings, and blood leaked from an additional five (5) devices. No adverse impact was reported regarding the patient or user.